Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported difference between sensor glucose and blood glucose values. The event involved product(s) mmt-7040a. Insulin delivery was not suspended. Customer reported blood glucose value of 50 mg/dl. Customer reported sensor glucose value of 94 mg/dl. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. Customer was advised that sensor may no longer be responding to glucose changes. Possible causes were explained to customer. No further patient complications were reported. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (medical device problem code 3283 has been replaced with 1535 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer also reported difference between sensor glucose and blood glucose values. The event involved product(s) mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. The customer reported sensor glucose value of 50 mg/dl. The customer reported blood glucose value of 94 mg/dl. The customer noticed that difference between sensor glucose and blood glucose was more than 30%. The customer was advised that sensor may no longer be responding to glucose changes. Possible causes were explained to the customer. No further patient complications were reported. No product return was required for mmt-7040a.